Event description:
The customer contacted baxter's technical service center regarding being connected during the prime cycle on the homechoice (hc). The home patient (hp) stated he connected himself to the patient line by mistake during prime. The hp aseptically disconnected from the hc. The hp was advised to contact their peritoneal dialysis nurse about the incident. Product surveillance spoke to the hp on (B)(6) 2010. The hp stated he discarded the set-up and started over with new supplies. The hp stated he is feeling well and is continuing therapy on the hc with no further issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate. The root cause was due to the patient connecting to the patient line prior to adequate priming of the lines. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.